Manufacturer narrative:
Returned for evaluation was a solero generator, serial number (B)(6). The reported complaint descriptions of pump fault, error 132 and high reflected power were not confirmed. The unit functioned as intended with no error messages observed during the functional test. Software was reinstalled on the ronetix card as a precaution for error 132. The blue hf cable was reseated as a precaution for high reflected power. The unit passed the functional test again after these actions were taken. The root cause for the pump fault, error 132 and high reflected power were unable to be determined because the unit functioned as intended. A review of the device history records (service order history) was performed for the reported serial number (B)(6) for any deviations related to the reported failure mode of the complaint. The review confirmed that the unit met all material, assembly, and performance specification prior to distribution; i.e. No ncr associated with reported failure mode. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Event description:
During a microwave ablation procedure, the solero generator was not functional and an error was displayed. The unit displayed high reflected power and system error 132  a restart of the generator didn't help, the pump was spinning faster than usual. The settings on the unit were 120w at 6 minutes when the issue occurred. Due to being unable to resolve the issue,the procedure was aborted. When the applicator was withdrawn, it was reported there was no noticeable damage or defect to the applicator.  Patient had been sedated and no treatment had been provided. This event meets the criteria a reportable adverse event; patient safety risk due to unneccesary sedation and treatment not provided.

Manufacturer narrative:
The reported solero unit has yet to be returned to the manufacturer for an evaluation. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).